Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse connected reload to the handle ,then the surgeon tried to fire the device, however could not squeeze the handle. The surgeon said the nurse was a newcomer and it took a long time to connect the device. No injury.